Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "lymph nodes are enlarged," and silicone in lymph nodes.

Event description:
Patient reported right side "lymph nodes are enlarged," "ruptured," silicone in lymph nodes." Patient additionally reported "problems in my hands" not related to the device. The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Patient reported right side "lymph nodes are enlarged," "ruptured," silicone in lymph nodes." Patient additionally reported "problems in my hands" not related to the device. Patient representative additionally reported explant date. The device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.a, h6.

Event description:
The device has been explanted and replaced with a non- allergan device.

Event description:
Patient reported right side rupture, lymphadenopathy and silicone migration. "I have problems in my hands and my axillary lymph nodes are enlarged. Several tests have been run and recently it was discovered that my implants have ruptured, silicone has been found in my lymph nodes." The device remains implanted.